Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units ac recepticle is damaged. There was no patient involvement.

Manufacturer narrative:
Additional contact details: person name: (B)(6). Email: (B)(6). Occupation: biomedical engineer. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit ac recepticle is damaged. There was no patient involvement. A getinge field service engineer (fse) replaced the ac receptacle. The defective components were received for further investigation. The final investigation has been completed by failure analysis and testing department. Retaining the ac receptacle in the failure analysis and testing department per procedure.